Event description:
Medical specialties - damaged product the patient had catheter inserted since june. Family has been doing drainage twice per day due to a large + rapid recurrence of effusion, no problem from that point of view. (B)(6), they come up to ward and I had a look at the catheter. Normally the new cap paced on catheter, twist and until snap into its locked position. However, the lock mechanism is a tiny triangle shape which break off from the part. Hence, the cap place on the catheter but doesn¿t lock!! As it¿s over christmas, I just asked the family to clean like normal then place the cap on and dressed it until further advice from you. No patient harm reported at time. " information requested but patient has passed away from underlying illness and not product related".

Manufacturer narrative:
If further information becomes available a follow up medwatch will be submitted.